Event description:
It was by the medical examiner that the patient died with cause of death unknown. It was confirmed there were no device performance issues. Additional information has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, proximal conductor blood/body fluid (not obstructed), inner insulation kinked/buckled, outer insulation breached cut and cosmetic depression, blood in/on helix/lobe mechanism, lead stretched, apparent explant damage. Full lead returned and analyzed. (B)(4) no anomalies found, proximal conductor blood/body fluid (not obstructed), inner insulation kinked/buckled, outer insulation breached cut and cosmetic depression, blood in/on helix/lobe mechanism, lead stretched, apparent explant damage. Full lead returned and analyzed.

Event description:
It was by the medical examiner that the patient died. It was confirmed there were no device performance issues. Follow up later determined the date of death was (B)(6) 2008 and the cause of death was natural - hypertension and atherosclerotic cardiovascular disease.

Manufacturer narrative:
Asku